Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient has lumps like the cord is twisted where the implant is. Clarification was attempted to determine if the patient meant the leads when she mentioned cord; however, the patient indicated no and that the lump is right where she recharges at the implant site. One lump is as big as a raisin. The patient indicated that she is having medical issues and is having fluid in her back. The patient was set up for a procedure with her health care provider on (B)(6) 2019 because the patient has lumps where the cord is twisted at the stimulator area. When the patient bends down, it hurts like they are popping out. One occurred about five months prior to the report, and now the patient has three more lumps. The procedure had been cancelled as the patient had the flu. The patient was looking to reschedule the surgery since she is no longer sick. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer¿s representative (rep). The rep reported that the ¿bumps¿ have developed over the pocket site which have been painful for several months. The rep reported that the patient had been unable to connect to the battery for that length of time. The patient denied falls. The rep reported that they attempted to connect to the battery using the clinician programmer which was unsuccessful. The rep explained to the physician that they could attempt to reset the battery, but that it might take 30 minutes or more. The rep reported that the physician opted to replace the batter instead stating, ¿this would also decrease the risk for infection.¿ the issue was resolved. No further complications were reported.